Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or motor error alarm noted during testing. The motor was tested outside of the unit and passed. Unit uploaded properly using carelink. Unit had intermittent button response due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unit had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error and button error alarms. The customer stated they were able to clear the pump error alarm. The customer reported hyperglycemia, which was treated with manual injection, insulin IV drip, and hospitalization. The insulin pump will be returned for analysis.